Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, it is unknown why the device handle was not completely connected to the ace sheath. Based on the information provided the root cause of the device pull through was the device handle not completely being advanced into the sheath and engaging into the sheath catch. (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: diagnostic coronary case. Venous sheath was present as well. The sheath was exchanged uneventfully and the device was inserted. The device was not completely connected to the ace sheath so when the md went to pull back to the arteriotomy, the device and sheath pulled completely out. Pulsatile blood squirted out and manual pressure was immediately held by the technician/md. Manual pressure was held for less than 30 minutes due to the venous sheath also being present and the patient having been on asa, plavix and heparin. The site was dressed in a normal fashion. The patient was not hospitalized. Stick location: bifurcation groin: right sheath size: 6f.